Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that their ilet device would not charge despite receiving replacement chargers. Troubleshooting confirmed no magnetic interference, water damage, or outlet issues. A replacement ilet was arranged, and the user was advised to have backup therapy available until the new device arrived. Shipping and return details were confirmed, including syncing data before shutdown. Blood glucose (bg) was unaffected. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.